Event description:
The reporter states back to back results of 427 mg/dl, hi, and 158 mg/dl. The reporter states the customer took an additional 6 units of humalog due to the back to back readings of 427 mg/dl and hi. The customer ate extra food at dinner to compensate for the increased insulin dose after the last blood glucose reading of 158 mg/dl. Controls were not run. The customer feels fine. Return requested and replacement was sent.